Event description:
The customer reported being hospitalized one time for low blood glucose and three times for high blood glucose (B)(6). The blood glucose reading at time of call was 560mg/dl. Troubleshooting was performed, and the drive support cap appears to be normal. The time, date, basal rates, and bolus wizard settings were correct. Reviewed the alarm history and found low reservoir and low battery alarms. Assisted the caller to run a manual prime test and the insulin did exit. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.